Event description:
At the one month (2007) and 6-month follow-up (2008), the pt was experiencing angina pectoris. Approx 8 months post-procedure (approx one and a half months later), the pt returned for a planned staged procedure of the circumflex lesion. Angiogram showed instent thrombosis in the index cyphers. A taxus stent was implanted to treat the thrombosis. The circumflex lesion was treated with a bms stent. The report is from the study. The pt was a female and the indication for the procedure was recurrent chf with a positive nuclear scan. Pre-procedure troponin was less than 2 times above upper normal level (unl). The target lesion was the right coronary artery. Vessel diameter was 3mm and the lesion length was 60mm. Pre-procedure stenosis was 100%. The lesion was de novo, ostial, a total occlusion of less than 3 months, and eccentric. The lesion was pre-dilated with a 2.5 x 15mm balloon at 8atm. A cypher was deployed at 12 atm and another cypher was deployed at 15atm. Post-procedure stenosis was 0%. There were no procedure complications. Twenty four hours post-procedure, the pt's troponin was 4 times above unl. The pt was discharged the day after the procedure.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2008-01440. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Thrombotic events are a known potential adverse event associated with implanting coronary stents. The cypher select plus is not indicated for use in lesion lengths greater than 30mm in length. Review of the available info suggests that pt and/or procedural factors may have contributed to the event.